Event description:
The pt had a problem with recharging; there were coupling/communication issues. The ins was located on the pt's side, just above the hip bone. When trying to recharge, the antenna did not lay flat and there were no efficiency bars displayed. It was discovered that the ins was tilted. The pt was taken to the operating room on or about (B) (6) 2010 to reposition the ins. Following surgery the pt did not feel stimulation and was unable to communicate using the pt programmer. It was suggested that this was due to pocket swelling. Per the MFR representative the pt could recharge perfectly and was doing well.

Manufacturer narrative:
(B) (4).